Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii cuff was intended to be implanted during an endovascular procedure for the treatment of an penetrating aortic ulcer (pau).  It was reported during the index procedure, while opening the endurant cuff stent graft, it was noted the deployment wheel had come apart and the deployment of the suprarenal stents had already commenced. The use of this device was then abandoned. The patient then had a tube stent graft implanted as planned but will have to return to theatre another time to have another cuff implanted. The 32 x 49 cuff was to extend the top of the graft closer to the lowest renal artery. As per the physician the cause of the event was as a result of a manufacturing issue. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Product analysis the device returned with the external slider in the home position. A gap of 1.3cm was observed between the taper tip sleeve and the tip of the graft cover. The two backend wheel components had detached however only one component was returned. One of the tabs had broken along with both dowels. A stress line was visible on the remaining tab. The backend wheel t-bar was in the forward position. The reported detachment in vitro was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.